Event description:
The international customer reported the operation of the ventilator stopped while in use on a patient. The customer reported the ventilator alarmed and there was no patient harm. Evaluation of the device power management board by the manufacturer's service technician observed resistor damage indicating that there was an excessive load on the 35v power supply. A 35v failure may result in a shutdown of the device during normal ventilation mode operation.